Event description:
Oversensing, causing inappropriate therapy, was reported. Review of the save-to-disk file at time of call found pace/sense impedance out of range and noise on the lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Noise was noted. The lifetime atrial and ventricular sic (sensing integrity counters) were 1379 and 258,023 respectively. A high value of these counters can indicate a possible intermittency in the system. Other: oversensing, causing inappropriate therapy, was reported. Review of the save-to-disk file at time of call found pace/sense impedance out of range and noise on the lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event. No conclusion can be drawn oversensing shock, inappropriate noise.